Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('claiming pregnancy: ectopic') and device dislocation ('claiming migration: yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no" and device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and menorrhagia to be related to essure. The reporter commented: surgery procedure not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received: case becomes incident. Injury nos replace with new events: menorrhagia (heavy menstrual bleeding), ectopic pregnancy, migration, essure confirmation test(s) conducted, specify: no, were added. New reporter added. Plaintiff's information updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.